Manufacturer narrative:
(B)(4). Batch #: u94l9p. Date of event is unknown. (B)(4). Investigation summary: the analysis results found that 23nbs device was received without the original packaging. In addition, the obturator was returned damaged (bent). Due to the damages found on the device, the complaint is confirmed. A possible cause for these conditions is due to improper handling during use of the device. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be inserted into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.